Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via telephone call that the insulin would not exit during a bolus. The customer reported that this only happened when the customer presses the button to deliver the bolus. The insulin pump passed the displacement test. The blood glucose reading was 211 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.